Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The pump battery depleted from 100% to 0% in one day. The pump subsequently shut down due to insufficient power. The customer's blood glucose (bg) level was impacted (301 mg/dl). Manual injections were used to correct elevated bg level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.